Manufacturer narrative:
Two used units were received for analysis. Leak testing was performed on each unit and leakage was observed from a crack on the housing for one of the units. An absolute root cause for this occurrence could not be identified, however, the engineer notes that this type of damage is not inherent to the manufacturing process. The appropriate personnel have been notified. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on sample evaluation, we found that damage leads to leakage; however, we were not able to associate this damage to the manufacturing process. Quality records have been consulted for tracking and trending purposes but issues like this are not detected resulting in low occurrence. Process fmea rm5837 for ka53 was reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date, root cause for manufacturing process cannot be determined. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This complaint is MDR reportable. It was reported after use of the bd connecta¿ plus stopcock the stopcock was damaged. There was no report of injury or medical intervention.